Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high pacing impedances out of range and high pacing thresholds on this right ventricular (rv) lead. Furthermore, the patient experienced a syncopal episode and loss of capture (loc). The technical services (ts) indicated that this rv lead may require further evaluation. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high pacing impedances out of range and high pacing thresholds on this right ventricular (rv) lead. Furthermore, the patient experienced a syncopal episode and loss of capture (loc). The technical services (ts) indicated that this rv lead may require further evaluation. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received which indicated that, under fluoro and x-ray, the lead looked as expected. The patient had reported a bad fall prior that and it is suspected to be the initial cause of lead issues. When the lead was replaced, lost capture with any movement of the old lead was exhibited, and a micro dislodgment not visible on fluoro was suspected. The header connection was not checked as it was believed to be a lead issue. This was surmised by the immediate increase in impedances and substantial increase of rv threshold in both unipolar and bipolar configurations. The lead will be returned, but as the device was recently implanted and not believed to have any other issues, it was retained and used again with the new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high pacing impedances out of range and high pacing thresholds on this right ventricular (rv) lead. Furthermore, the patient experienced a syncopal episode and loss of capture (loc). The technical services (ts) indicated that this rv lead may require further evaluation. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received which indicated that, under fluoro and x-ray, the lead looked as expected. The patient had reported a bad fall prior that and it is suspected to be the initial cause of lead issues. When the lead was replaced, lost capture with any movement of the old lead was exhibited, and a micro dislodgment not visible on fluoro was suspected. The header connection was not checked as it was believed to be a lead issue. This was surmised by the immediate increase in impedances and substantial increase of rv threshold in both unipolar and bipolar configurations. The lead will be returned, but as the device was recently implanted and not believed to have any other issues, it was retained and used again with the new rv lead. No additional adverse patient effects were reported.